Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were high out of range, and had reportedly been so for approximately three years. Boston scientific technical services (ts) provided troubleshooting advice. No adverse patient effects were reported. The ICD and rv lead remain in service. Additional information was received that this device system continues to exhibit high out of range shock impedance measurements. Ts recommended further evaluation such as a synchronized commanded shock. No adverse patient effects were reported. This device system remains in service. Further information was received that this device was explanted due to normal battery depletion (nbd). The rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) were greater than 150 ohms and had been high for approximately three years. Boston scientific technical services (ts) provided troubleshooting options. No adverse patient effects were reported. The ICD and rv lead remain in service.